Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.08730 inches. Confirmed 29.4 units of normal bolus was delivered on 08/10/2025 between 02:08:21.000 and 11:29:11.000. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No pump error 15 alarms noted during testing. No pump error 23 alarms noted during testing. No pump error 4 alarms noted during testing. Unit successfully downloaded to thumps. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 1216 1216 1216 file number 38 709 709 709) on 08/10/2025 04:54:08.000, problem isolated to the electronic assembly as per global logic analysis. Verified the pump alarmed pump error 23 after battery removal on 08/10/2025 04:54:10.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 4 alarm (line number 147 147 147 2690 file number 2017 2017 2017 32122) on 08/10/2025 04:54:08.000, problem isolated to the electronic assembly as per global logic analysis. The pump was cut open to perform visual inspection and found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. The formatted history file confirmed the pump alarmed pump error 4 due to moisture damage to pcb1 board and pcb 2 board. The formatted history file confirmed the pump alarmed pump error 15 due to moisture damage to pcb1 board and pcb 2 board. No pump error 23 noted during analysis. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The critical block and inverse critical block did not add to zero (pump error 15 alarm). The customer received pump error 4 (the motor arm cannot communicate with the main arm). The customer reported a blood glucose value of 292 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-332a, mmt-1884, mmt-7040ma, and mmt-242a. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was not recently placed in storage mode or without a battery for more than 8 hours. An error has occurred more than once after a battery change. Troubleshooting was partially performed for the high blood glucose. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040ma, and mmt-242a. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.